Manufacturer narrative:
Expiration date: 12/31/2024. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -14.0/2.5/092 (sphere/cylinder/axis), implantable collamer lens was implanted upside down into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged and the problem resolved. Cause of event was unknown.